Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a stenting procedure performed on (B)(6), 2013. The stent was being placed as palliative care for a malignant obstruction. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the stent was implanted without any issues, and the delivery system was removed without difficulty. Post procedure, the patient complained of something at the back of his throat and coughing. The patient coughed up the conical flexible tip of the wallflex esophageal stent delivery system. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The physician reported that patient¿s cough resolved instantly after the tip was coughed up and no harm was done. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and was not returned for analysis. It was noted that the tip was detached from the inner shaft and was returned. Microscopic examination of the distal end of the inner shaft and inside the tip found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. It was noted that the inner shaft was kinked at approximately 75 mm proximal to the distal end of the inner shaft. In addition, the outer sheath was kinked at several locations along its length. No other issues were noted with the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a stenting procedure performed on (B)(6) 2013. The stent was being placed as palliative care for a malignant obstruction. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was implanted without any issues, and the delivery system was removed without difficulty. Post procedure, the patient complained of something at the back of his throat and coughing. The patient coughed up the conical flexible tip of the wallflex esophageal stent delivery system. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The physician reported that patient's cough resolved instantly after the tip was coughed up and no harm was done. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.